Manufacturer narrative:
Medical safety/clinical reviewed the event. An 80-year-old male with a past medical history significant for former tobacco use, hyperlipidemia (hld), hypertension (htn), prostate cancer (ca), and bladder cancer (ca) presented to the emergency department (ed) with st-segment elevation myocardial infarction (stemi). Coronary angiography demonstrated significant disease of the left anterior descending (lad) artery requiring placement of four stents. An impella cp was implanted for bailout mechanical circulatory support during the procedure. Subsequently, the patient developed hemolysis, evidenced by clinical and laboratory findings consistent with red blood cell destruction. The patient was transferred to another facility with worsening cardiogenic shock. Due to hemodynamic deterioration, the decision was made to escalate support to an impella 5.5. The impella 5.5 was successfully inserted via the right axillary artery using a double-barrel technique. The impella cp was removed, and hemostasis was achieved. Device position of the impella 5.5 was confirmed by transesophageal echocardiography (tee), measured at 4.0 cm, and secured at 42.5 cm with a three-point fixation device. The device was maintained at performance level p-6, and the patient was transferred to the cardiovascular intensive care unit (cvicu) on support. Documentation indicated plans to initiate continuous renal replacement therapy (crrt) due to renal dysfunction; however, it is unknown whether crrt was initiated. On the following day, the patient expired after care was withdrawn. Hemolysis is considered a serious injury and is a known potential complication associated with impella cp support; therefore, the hemolysis event is attributed to the impella cp. The death is being associated with the impella 5.5 because this device was in place at the time of death. Renal failure is also being reported in association with the impella 5.5 due to documented plans for continuous renal replacement therapy, although initiation of therapy could not be confirmed. The likely cause of death is the patient's underlying condition (severe coronary artery disease and cardiogenic shock [scai stage d]). Correction. After review of the case by medical safety/clinical, it was determined the impella cp is a serious injury type of reportable event. Sections b1 (adverse event/product problem), b2 (outcomes attributed), h1 (type of reportable event) and h6 (health effect-clinical and impact codes) have been updated, corrected accordingly. Note: h6: device problem/component/investigation coding remains unchanged. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Manufacturer narrative:
No product returned. No data logs available. Hemolysis/mechanical interaction with blood: hemolysis noted while on support. Repositioning pump did not resolve the issue. The cause of the hemolysis was not determined due to lack of product and data logs returned for investigation. Device sn (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. Hemolysis was observed, and the attending physician attempted bedside catheter repositioning; however, hemolysis persisted. The patient developed escalating vasopressor requirements and rising lactate levels. A decision was made to escalate support to an impella 5.5. The patient¿s condition was reported as critical. Impella 5.5 was successfully inserted via the right axillary artery using the double-barrel technique. The impella cp was removed, and hemostasis was achieved. Additional information indicated that care was subsequently withdrawn, and the patient expired.